Event description:
It was reported that the vs30 rollstand's mounting screw loosened with time, which caused the vs30 to fall to the floor and crack the screen. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting address state: (B)(6).